Event description:
The customer reported non-reproducible elevated access accu tni+3 results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one patient sample. The customer repeated the patient sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained a lower result, but still above the customer's established normal reference range. The results were not released from the laboratory. There was no change or impact to patient care or treatment which occurred due to the non-reproducible access accu tni+3 result. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) was recovering above specification at the time of the event. Calibration and system check were performing within the assay's and instrument's specifications at the time of the event. The sample was collected in a light green top tube and was centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. While on site the fse observed bubbles in the wash pump and replaced the rotor, stator and o-ring. The substrate probe, sample probe, peristaltic tubing, wash valve sensor, and wash arm lead screw were also replaced. The fse also cleaned the incubator track and completed alignments and adjustments. The system was verified with high sensitivity (hs) system check, system check, and closed tube aliquoter (cta) carryover. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (accu tni+3) results is due to a hardware malfunction although no one part can be implicated.